Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator's gui (graphical user interface) and status display was flickering and also found the device was unable to power off unless batteries ejected and ac (alternate current) unplugged. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device found unit would not pass power on self test (post) with loud audio alarm and found status display flashing on and off. Fse noted that the direct current (dc) - dc converter was not receiving 5v input and found that the mix controller printed circuit board (pcb) was pulling down the 5 volt power. To resolve the issue fse replaced main backplane pcb and mix controller pcb. The main backplane pcb and mix controller pcb were returned to medtronic for further analysis. A visual inspection of the returned main backplane pcb was conducted and no anomalies were found. During analysis found gui screen started to flicker while performing calibrations. Analysis found degraded solder joint caused the issue and determined the main backplane pcb faulty. A visual inspection of the returned mix controller pcb was conducted and observed the capacitor c109 was mounted reverse polarity on the pcb. The mix controller pcb was attached to the failure investigation test ventilator for analysis. The unit was powered up and found gui display and status display were blank with audio alarm and observed the device failed post with error code. During debug, it was discovered that there was a 30 ohm short circuit across c109. The cause of the event was isolated to a fault in mix controller pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator's gui (graphical user interface) and status display was flickering and also found the device was unable to power off unless batteries ejected and ac (alternate current) unplugged. The ventilator was not in use on a patient at the time of the reported event.